Manufacturer narrative:
Product analysis: analysis confirmed stylus and cursor do not align and calibration does not resolve issue. Reseated connector between overlay and xy board and calibrated stylus with overlay. Updated device. Reconfigured hard drive, reloaded and updated software. Passed all final functional and systems tests. No other anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer's stylus could not be calibrated. The programmer was returned for service. There was no patient involvement.